Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, patient wants to "replace them with new saline implants". Healthcare professional, later reported, "any creases, almost complete deflation". And "incision in shell to deflate and marked as instructed". Device was explanted. Record is for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation- breast: observed, one opening assessed as cracked valve seat diaphragm valve. Crease/ folding of implant-breast: observed, flat creases. Use error: observed, one opening assessed as surgical damage per rga. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported patient wants to "replace them with new saline implants." Healthcare professional later reported "any creases, almost complete deflation" and "incision in shell to deflate and marked as instructed." Device was explanted. Record is for left side.